Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime or compromised force sensor system unexpected restart test, excessive no delivery test due to motor error alarm. However, insulin pump passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was unknown at the time of incident and the current blood glucose level was unknown. Customer experienced no symptoms for high blood glucose event. Customer was treated with insulin for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer stated that the drive support cap appears to be normal. Customer stated that insulin pump does not alleges under delivery. The insulin pump will be returned for analysis.